Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient was to receive heparin, 25,000 units/500 ml (50 units/ml) at 16.8 ml/hr, and instead the entire volume infused in 3 hours. It was reported that the pause key would not work when the user attempted to use it to stop the infusion.

Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was not confirmed, however a video provided by the customer shows fluid dripping from the end of the disposable set while the pump module is in standby. Analysis of the pcu event log showed that at 5:32 pm on (B)(6) 2016 the pump module was programmed to infuse heparin normal dose 25000unit in 500ml to infuse at 16.8ml/hr. Between 7:39 pm and 7:57 pm the infusion was paused and restarted multiple times. At 7:58 pm, the device was paused and then alarmed for flo stop open and check IV set. At 7:59 pm, the device was channeled off and the system was shutdown. The volume recorded as being infused during this period was 37.464ml. The starting volume of the fluid container cannot be determined through the device logs. Visual inspection showed no issues that could have contributed to unregulated flow. Functional testing found the pump module to be delivering fluid within specification. The primary set in use at the time of the reported event was not returned for investigation. The root cause of the overinfusion of heparin was not identified.